Manufacturer narrative:
(B)(4).

Event description:
The hcp reported that the physician stated he had a patient from a different hospital whose pump stopped functioning 2 weeks prior to the actual date it was supposed to be. Per the reporter, they had no other information but believed it had been taken care of. Additional information has been requested, but had not been received as of the date of this report